Event description:
During a sigma procedure, the device did not staple correctly. The staples from a tr45b reload did not close correctly. The site was overstitched by the doctor after proving permeability. No further information is available. There was no patient consequence.